Event description:
It was reported that the physician was unable to turn the patient notifier alarm on. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.